Event description:
The report received from the (B)(6) study indicated that a one day following carotid artery stenting (cas) with a 7x30mm precise pro rx stent in the left internal carotid artery, patient had a tia after the procedure was completed and fully recovered before leaving the angio suite. Cec minutes received also indicate the patient became hypertensive and labetolol was administered to reduce the blood pressure. Within 5-10 minutes, the event resolved completely and the patient was feeling back to normal. The patient also had a non q wave mi on the following day resulting in a cardiac consult and pci. At baseline, nih and rankin stroke scale scores were both 0. The patient was asymptomatic at study inclusion. Cas was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 5mm in length in a 5.0mm vessel diameter. The arch ii lesion was mildly calcified. A 6mm extra support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed. A 7x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20%. There was no documented dissection or presence of air bubbles. The patient was neurologically intact after the procedure. The procedure was completed but, the subject was on the table awaiting transport to holding room when he had sudden onset of aphasia and dysarthria that were diagnosed as a tia. No treatment was required and the patient fully recovered on the table prior to leaving the angio suite. The patient had a non q-wave mi on the following day resulting in a cardiac consult, coronary angiography and pci to the proximal and distal svg to om. The patient was discharged two days later with no chest pain, no signs or symptoms of cva and with no residual problems. Nih and rankin scores were 0 at discharge. According to a nursing progress note, at 09:49 as protamine was infusing, the patient had some aphasia.

Manufacturer narrative:
He was able to state his name, the day of the week and where he was, but he stated he was having a difficult time finding words. He denied chest pain, but stated he had a "weird sensation in his chest and head". At 09:52 he was assessed by the physician. The patient was able to follow commands and answer questions clearly; however, according to the nursing progress note there were some questions the patient could not answer-the patient stated he knows he wants to say words, but can't get the words out of his mouth. According to the interventionalist's note, approximately 20 minutes following the procedure the patient began experiencing anxiety. He did not complain of chest pain or shortness of breath, but complained he was having trouble "gathering his thoughts" and "expressing his thoughts". On neurological examination, he was able to follow directions quickly. He named objects and was able to repeat sentences without difficulty. There were no motor, sensory or visual abnormalities. The physician felt the event was not likely neurologic. However, a repeat angiogram and a dyna head scan were planned. The patient became hypertensive and labetolol was administered to reduce the blood pressure. Within 5-10 minutes, the event resolved completely and the patient was feeling back to normal. The post-procedure arteriogram revealed a patent left ica and patent cerebral arteries on the left. The dyna head scan showed no evidence of hemorrhage. Several hours after the procedure and for a duration of 6 hours the patient's temperature rose from 98 degrees fahrenheit to 101.3 degrees fahrenheit and then down to 100.7 degrees fahrenheit. He had rigors 15 minutes out of each hour; by early evening he had not had rigors for an hour or more. The consultant ordered blood and urine cultures and thought there was a possibility of sinusitis which would be treated with a saline spray and doses of asa. Post-procedure on the following day, the nih stroke scale score was 0 and the rankin score was 0. The site reported the patient experienced a non-q wave mi on the following day. The patient did not have chest pain for >20 minutes unrelieved by ntg. There were reportedly no new st elevations/depressions or new bundle branch block noted on ecgs. On the following day, the patient underwent coronary angiography and was found to have a proximal and a distal lesion in the svg to the om graft which had a 90% stenosis. The patient underwent successful placement of two drug-eluting stents in the svg to the om. On the previous day, the patient had been started on vancomycin for 1 of 2 positive blood cultures (gram positive cocci) and an elevated white blood cell count to 12.2 k/ul while awaiting final report and sensitivities. A chest x-ray was negative. The blood culture turned out to be coagulase-negative (B)(6) thought to be secondary to contamination and a CT of the sinuses was negative. Seasonal rhinitis had improved. There was no source of infection found. Vancomycin was discontinued, the patient's temperature and the white blood cell count returned to normal. The fever and leukocytosis were felt to be reactive to the procedure. The patient was discharged 3 days after the cas procedure on asa and clopidogrel. The report received from the (B)(6) study indicated that a one day following carotid artery stenting (cas) with a 7x30mm precise pro rx stent in the left internal carotid artery, a (B)(6) male patient had a tia after the procedure was completed and fully recovered before leaving the angio suite. Cec minutes received also indicate the patient became hypertensive and labetolol was administered to reduce the blood pressure. Within 5-10 minutes, the event resolved completely and the patient was feeling back to normal. The patient also had a non q wave mi on the following day resulting in a cardiac consult and pci. The patient¿s medical history included hyperlipidemia, CABG, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease and hypertension. At baseline, nih and rankin stroke scale scores were both 0. The patient was asymptomatic at study inclusion. Cas was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 5mm in length in a 5.0mm vessel diameter. The arch ii lesion was mildly calcified. A 6mm extra support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed. A 7x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20%. There was no documented dissection or presence of air bubbles. The patient was neurologically intact after the procedure. The procedure was completed but, the subject was on the table awaiting transport to holding room when he had sudden onset of aphasia and dysarthria that were diagnosed as a tia. No treatment was required and the patient fully recovered on the table prior to leaving the angio suite. The patient had a non q-wave mi on the following day resulting in a cardiac consult, coronary angiography and pci to the proximal and distal svg to om. The patient was discharged two days later with no chest pain, no signs or symptoms of cva and with no residual problems. Nih and rankin scores were 0 at discharge. According to a nursing progress note, at 09:49 as protamine was infusing, the patient had some aphasia. He was able to state his name, the day of the week and where he was, but he stated he was having a difficult time finding words. He denied chest pain, but stated he had a "weird sensation in his chest and head". At 09:52 he was assessed by the physician. The patient was able to follow commands and answer questions clearly; however, according to the nursing progress note there were some questions the patient could not answer-the patient stated he knows he wants to say words, but can't get the words out of his mouth. According to the interventionalist's note, approximately 20 minutes following the procedure the patient began experiencing anxiety. He did not complain of chest pain or shortness of breath, but complained he was having trouble "gathering his thoughts" and "expressing his thoughts". On neurological examination, he was able to follow directions quickly. He named objects and was able to repeat sentences without difficulty. There were no motor, sensory or visual abnormalities. The physician felt the event was not likely neurologic. However, a repeat angiogram and a dyna head scan were planned. The patient became hypertensive and labetolol was administered to reduce the blood pressure. Within 5-10 minutes, the event resolved completely and the patient was feeling back to normal. The post-procedure arteriogram revealed a patent left ica and patent cerebral arteries on the left. The dyna head scan showed no evidence of hemorrhage. Several hours after the procedure and for a duration of 6 hours the patient's temperature rose from 98 degrees fahrenheit to 101.3 degrees fahrenheit and then down to 100.7 degrees fahrenheit. He had rigors 15 minutes out of each hour; by early evening he had not had rigors for an hour or more. The consultant ordered blood and urine cultures and thought there was a possibility of sinusitis which would be treated with a saline spray and doses of asa. Post-procedure on the following day, the nih stroke scale score was 0 and the rankin score was 0. The site reported the patient experienced a non-q wave mi on the following day. The patient did not have chest pain for >20 minutes unrelieved by ntg. There were reportedly no new st elevations/depressions or new bundle branch block noted on ecgs. On the following day, the patient underwent coronary angiography and was found to have a proximal and a distal lesion in the svg to the om graft which had a 90% stenosis. The patient underwent successful placement of two drug-eluting stents in the svg to the om. On the previous day, the patient had been started on vancomycin for 1 of 2 positive blood cultures (gram positive cocci) and an elevated white blood cell count to 12.2 k/ul while awaiting final report and sensitivities. A chest x-ray was negative. The blood culture turned out to be coagulase-negative (B)(6) thought to be secondary to contamination and a CT of the sinuses was negative. Seasonal rhinitis had improved. There was no source of infection found. Vancomycin was discontinued, the patient's temperature and the white blood cell count returned to normal. The fever and leukocytosis were felt to be reactive to the procedure. The patient was discharged 3 days after the cas procedure on asa and clopidogrel. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (B)(6), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hypertension, also referred to as high blood pressure, is a condition in which the arteries have persistently elevated blood pressure. Every time the human heart beats, it pumps blood to the whole body through the arteries. Blood pressure is the force of blood pushing up against the blood vessel walls. The higher the pressure the harder the heart has to pump. The patient also had pre-existing hypertension at study inclusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient and procedural factors may have contributed to the reported events.